Manufacturer narrative:
Submit date: 11/10/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage, on (B)(6), service found that the enteral feeding pump had a blank screen.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿blank screen.¿ the unit was triaged and the customer¿s reported condition was confirmed. The root cause was due to the connection of the printed circuit board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.